Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 06-mar-2016, UDI#: (B)(4). Product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter, ubd: 10-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ab 10.21 information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 1493.6 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient was having a planned pump replacement due to normal battery depletion. The physician tried to disconnect the catheter during the replacement but the connector was stuck. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The physician removed 26 centimeters from the existing catheter and added a new connector. It was reported there was difficulty connecting the new catheter to the existing catheter. The physician described the outer layer of the existing catheter as fraying from the inside. The frayed portion was removed and the new catheter segment was connected successfully. The explanted portion of the catheter was discarded.